Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump battery fluctuated and the usb cable was not charging the pump battery. Customer's blood glucose was 210 mg/dl. Customer resumed pump therapy.